Manufacturer narrative:
(B)(4). To investigate the issue, the complaint text, the instrument history, and architect system labeling were reviewed. After field service replaced the sample probe, the instrument returned to running within specifications. No additional occurrences of discrepant syphilis tp results have been observed. The review showed the product labeling does address operational precautions, limitations, and erratic results including probable causes and corrective actions. No adverse trend was identified related to this issue. The service history review did not identify any previous incidents of the architect i2000sr, (B)(4), generating discrepant results or imprecise controls during this time frame. No additional erratic occurrences were observed since the component replacement of the sample probe. Based on the available information, no product deficiency was determined.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient specimen processed using the architect syphilis tp assay generated a falsely (B)(6). The sample was tested using an alternate method (tpha) yielding a (B)(6). The sample was also repeated on the architect yielding a (B)(6). No adverse outcomes were reported related to this issue.